Event description:
I am writing in reference to resmed a CPAP machine manufacturer for sleep apnea and software (myair) they produce for the consumer. Their machines work perfectly. I have a resmed airsense 10. There is a report screen on the device that also works perfectly and displays correct results. The problem is with their consumer software myair that they proudly advertise where the user can review their results from their computer. This software displays and records all data correctly except mask leaks. For this category it is not even close. I contacted the company and they said the results are correct but based on a different formula than the machine. But when I went to the store where I bought the machine and asked them for my results (the results are online) they gave me the same results as what appears on the CPAP machine. The store acknowledged the difference so they called resmed. What they were told and what was related to me I found incredible. They told me that the company knows the results are different and because of this they hope the consumer visits the store more often. I am writing to you because in the medical world from what I have read, no data is better than wrong data. Because the results are online a user could think they do not have a problem with their mask because the results the user sees always the mask is ok. To me this could be dangerous. I want FDA to check what I am saying. Ps if you check some sleep apnea forums you will see that other people have made the same comment but no one has ever tried to do anything about it. Another software package called (B)(6) can be used that will give the correct info and they just say to use that and scrap resmed's consumer software.